Event description:
The cause of death was determined to be acute myocardial infarction and was confirmed by EKG monitor.

Event description:
Baxter affiliate reports one incident of a pt death occurring suddenly after the dialysis session (number of hours unknown). No further info available.